Event description:
Customer reported that insulin deliveries from pump were stopped due to an unspecified alarm, though no relevant alarms were found in pump history. There was no adverse impact to the customer's blood glucose level. Customer successfully resumed insulin deliveries, declined further follow-up, and no additional assistance was required.